Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a myopotential over-sensing issue on their implantable cardioverter defibrillator. No intervention was performed. The patient was in stable condition.